Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The 8mm mega suturecut needle driver instrument was analyzed and found to have a broken grip tip; a piece approximately 5.20 mm x 2.59 mm was found to be broken off. The broken piece was not returned with the instrument.

Event description:
It was reported that during central processing, the 8mm mega suturecut needle driver instrument's tip was broken. There was no report of patient involvement.